Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was not confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported an e266 communication error when connecting the endoscope to the tower during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.